Manufacturer narrative:
The complaint that air was entering the tubing could not be confirmed from the representative 20g nexiva devices that were received in sealed unit packaging from lot #5177499. A functional test revealed that liquid could be flushed and aspirated through the IV catheters and no leaks from or air entering into the catheter were detected. A visual examination revealed no damage or defects that would cause the reported issue. The affected units were not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Pt was stuck for IV and labs three times by three different nurses. Each time there was a flash in the catheter, but when hooked up to draw labs, large amount of air was seen in the tubing. All 3 ivs were removed due to the amount of air in tubing. All 3 20g catheters were found to be from the same lot. When we used a different lot, there was no issues when drawing labs.